Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned. During the procedure, the patient's lead had migrated out of place. In turn, the lead was also explanted and replaced during the procedure. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported observation of ¿lead migration ¿was not confirmed. The observation cannot be confirmed through electrical/mechanical testing when referencing the lead. Lead passed the functional test, and no broken wires were observed. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.